Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 700 mg/dl. It was also stated that the customer was experiencing several motor error and no delivery alarms prior to the event. The caller did not provide further info about the event. Advised that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump was received with motor error alarms during the basic occlusion test and was unable to prime due to a faulty force sensor. Unable to perform the occlusion tests due to the prime anomaly. The insulin pump passed the excessive no delivery and displacement tests.